Event description:
The dealer states that the device is producing low purity. No further information is available. Update from internal repair department (B)(6) 2015: power switch was defective causing the unit to not alarm.